Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Attorney letter alleging an accident was caused solely by negligence in the manufacture of the go go in which the consumer was operating without any fault on the part of their client.